Manufacturer narrative:
(B)(4).

Event description:
It was reported the dexcom cgm was displaying no readings. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient received an alert for no readings on the cgm and was not checking manual finger sticks to monitor their blood glucose. The patient passed out between 6:00-7:00pm. The patient's spouse and son attended to the patient and provided the patient baqsimi (3mg) because the patient was reportedly below 40 mg/dl. It is unknown when this bg value was taken and which device was displaying below 40 mg/dl. At the time of the report, the patient was in normal condition and sustained a bruise on the right side of her cheek from when she passed out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "??? Or hour glass icon in status box" occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day the sensor was inserted, the patient passed out between 6:00-7:00pm. It was reported that the cgm was displaying an error message. The patient's spouse and son attended to the patient and provided the patient baqsimi (3mg) because the patient was reportedly below 40 mg/dl. It is unknown when this bg value was taken and which device was displaying below 40 mg/dl. At the time of the report, the patient was in normal condition and sustained a bruise on the right side of her cheek from when she passed out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.